Event description:
It was reported that the insulin gauge was inaccurate. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 140 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Additionally, based on the analysis, the alleged fill estimate issue could not be verified.